Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2022. The patient experienced hyperglycemia symptoms including weakness and dry mouth which started on (B)(6) 2022. On the night of (B)(6) 2022 he felt very weak and was nauseated and vomiting bile. His mother checked his bg, which was 300 mg/dl although the cgm was reading 115 mg/dl. She called for an ambulance and the patient was taken to the hospital where his bg was over 500 mg/dl. His mother did not know what treatment/medication was given by emergency medical services (ems) or the hospital. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.